Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that on several occasions when the physicians would use one of the 20 ga x 1 1/2" safety glide needles combined with the 5cc luer slip syringe contained in the tray, as a seeker needle to find the vein prior to sticking in the 18 ga introducer needle, the connection between the needle and syringe would not be tight and would suck air. This would make it difficult to aspirate blood back into the syringe indicating a successful vein location. Placements were being made into the pt's jugular vein. As a result, a different needle was used successfully. There were several minutes delay in treatment. There was no pt death and no pt complications were reported.